Event description:
It was reported that during a procedure to treat a very calcified lesion in the tibial artery, a fox sv 5 x 40 mm balloon catheter was prepped per the instructions for use, advanced without resistance and inflated; however, the balloon ruptured at 15 atmospheres. The device was simply withdrawn from the patient anatomy. Another fox sv balloon catheter was used to ultimately treat the lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.